Event description:
Following a diagnostic heart catheterization in a pt, the angio-seal device was deployed. The pt was a non-insulin diabetic who was to return for open heart surgery following the catheterization. The following day the pt was discharged from the hosp and exam in the physician's office revealed no problem with the arteriotomy site. Two days post deployment, the pt complained of fever and redness in the groin and was admitted to the hosp and placed on intravenous vancomycin. An ultrasound revealed a hematoma. Blood cultures revelaed gram positive cocci in clusters, possibly staphylococcus. Five days post deployment, an incision and drainage of the wound was performed, and a tissue culture revealed staphylococcus aureus. Later that evening bleeding occurred, and the pt underwent exploratory surgery of the femoral area and removal of angio-seal device. Four days later the pt was doing well and was placed on oral antibiotics. The next day the pt was discharged in good condition. On 10/2001, further info received from the physician at the hosp revealed that the pt had the initial infection prior to the deployment of the angio-seal device. The infection following the deployment of the angio-seal device was secondary to the primary infection.